Manufacturer narrative:
The complaint device was received and forwarded to supplier for investigation. The investigation results are summarized as follows: the needle broke at the expected, its weakest point the connection to the sleeve. According to v&v tests, such breakage will occur in an average force of 9.5kg applied on the needles tip (highest forces required according to user requirements- is 3kg, in which safety factor of 2 is included). Moreover, it was observed that the blue cover portion of the handle was popped up slightly. The combination of tip breakage and blue cover popping up, suggests that during the application of the load on the tip, the white handle was somehow fixed, so that the bending moment created was transferred to the handle assembly and caused the blue cover to snap out. Therefore, the reported complaint could be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. This seems to be an isolated incident. This reported failure might be attributed to user technique. At this point, no further action is warranted. However, depuy mitek will retain this device and continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Surgeon passed instrument down arthroscopic cannula and noticed needle tip had snapped off. Surgeon visualized broken piece under arthroscope and retrieved with an arthroscopic grasper. No delay in surgery time. Pt condition stable. No foreign material left in patient. Broken piece was completely removed.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Device in process.

Event description:
Surgeon passed instrument down arthroscopic cannula and noticed needle tip had snapped off. Surgeon visualized broken piece under arthroscope and retrieved with an arthroscopic grasper. No delay in surgery time. Pt condition stable. No foreign material left in patient. Broken piece was completely removed.